Event description:
It was reported that a patient presented with premature battery depletion noted on the patients' implantable cardioverter defibrillator. The right ventricular lead exhibited low pacing impedance and the atrial lead exhibited over-sensing of noise resulting in inappropriate automatic mode switch. The physician alleged insulation damage on both leads. The leads and device were explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal output and normal telemetry communication. Analysis of the device image indicates the device was operating at normal battery voltage level. Electrical and mechanical tests performed including telemetry communication, leads impedance, sensing, pacing, and high voltage (hv) output did not identify any functional issues. Longevity assessment found the device meets its projected longevity and is consistent with normal battery depletion.